Manufacturer narrative:
Eval method: follow-up with company representative.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at levels t11 and l1. No cement extrusion occurred during the procedure. Patient awoke from anesthesia with partial paralysis of both lower extremities. Serial mris confirmed no cement extrusion, however, they revealed spinal cord infarcts at both levels t11 and l1. These infarcts were not present on a preoperative MRI scan. Reportedly, patient is currently treated with high dose steroids and rehab. Patient is improving but still limited. No further information was reported.